Event description:
Report rec'd from the USA stating that the hose of the device was leaking air. The device was being used during surgery. No pt or user injury was reported. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).